Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited suspected intermittent atrial undersensing during recorded episodes. In addition, it was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered a superior vena cava (svc) coil impedance warning; however, the implanted right ventricular (rv) lead does not have an svc coil. Both the ra and ICD remain in use. No patient complications have been reported as a result of this event.